Manufacturer narrative:
Station solenoid

Event description:
While servicing the ventilator, the manufacturer's service technician reported the unit failed neonatal extended self testing (est) due to an inhalation pressure too low. There was no patient involvement and therefore no patient harm. The customer did not report an issue as noted during any previous usage. The service technician reported the during testing the circuit pressure was dropping below specifications. The service technician replaced the 3 station solenoid to correct the finding. Extended self testing (est) and performance verification testing was performed and all testing passed per operating specifications.